Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. Investigation summary: bd received 6 samples and 1 photo for investigation. Upon evaluation, the photo did not display the customer¿s indicated failure modes. The 6 returned samples and 100 retained samples were visually inspected with no issues identified. Additionally, the 6 returned samples and 10 retained samples were functionally tested for draw volume and all tubes tested within specification requirements. Complaints for sample quality are under statistical control for the month of (B)(6) 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and sample quality-fibrin. No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited issues of underfill and visibly coagulated serum. No adverse impact was reported regarding the patient or user.